Event description:
The pt implanted with this implantable cardioverter defibrillator (ICD) expired due to a ventricular arrhythmia that was not treated by the device in 2003. The family's attorney is seeking damages.